Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with blood glucose levels over 600 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The customer had no supplies to perform the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.